Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the juggerstitch needle detached from the device and was left inside the patient's body. It was removed post procedure via a quick incision. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). 3 lot numbers were provided by the reporter; of these, only one was detached and retained by the patient. It is unknown which exact lot# of the following encountered this issue: (1)lot# 730540 UDI# (B)(4). (2)lot# 730790 UDI#(B)(4). (3)lot# 833220 UDI#(B)(4). (Device manufacturer date) : (1)mar 2, 2022, (2)mar 3, 2022, (3)oct 20, 2021. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the juggerstitch needle detached from the device and was left inside the patient's body. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.